Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's parents reported a decline in the patient's hearing performance. Trauma to the patient's head was reported by the parents.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient's parents reported a decline in the patient's hearing performance. Trauma to the patient's head was reported by the parents. The patient was re-implanted.